Manufacturer narrative:
Company rep evaluated the sys. Customer returned the system's wireless transceiver to the company's repair ctr for further evaluation.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.